Manufacturer narrative:
The returned device was evaluated. During evaluation, the device was able to power on using lab batteries; however, led segments on the led digits failed to fully light up. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection revealed the system circuit board led segments had an intermittent open led circuit, causing the led to not fully light up. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.

Event description:
It was reported device was missing a segment. No consequences or impact to patient was reported.